Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the original customer comment that part of the display/overlay was not working correctly and therefore the overlay was replaced and the stylus calibrated. Analysis also found that the keyboard latch and the keyboard hinge were broken and both were replaced. (B)(4).

Event description:
It was reported that while using the analyzer on the programmer, the user was unable to get to the atrial radio button on the "current of injury" screen, therefore the user was unable to obtain an atrial current of injury. Both the analyzer and the programmer were returned for service. No patient complications have been reported as a result of this event.